Event description:
Related manufacturer report number: 2017865-2021-32382. During an implant procedure, loss of capture was observed on the right ventricular (rv) lead after connecting it to the device. The physician repositioned the lead and the electrical values were normal when tested by the pacing system analyzer. After reconnecting the rv lead to the device, loss of capture was observed again. The patient was pacemaker dependent and the loss of capture resulted in a pause episode. The physician injected medication into the patient to resolve the pause. Additionally, the rv lead and device were explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
The reported event of loss of capture was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. A visual and x-ray examination of the lead revealed the distal region of the inner and outer coils were bent consistent with procedural damage. Due to the procedural damage observed on the distal region the lead, it failed the hi-pot test. The cause of the reported events was isolated to the damaged inner insulation at the distal region. No other anomalies were observed.